Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity and/or excessive weight." Device requested, not yet received.

Event description:
Patient underwent a right knee revision procedure approximately four months post-implantation due to pain and the locking bar backing out.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No devices were received; therefore the condition of the components is unknown. Review of DHR for the part determined that there were no deviations for these parts and lot combination. This device is used for treatment. Review of complaint history found no additional related complaints reported for lot and found (B)(4) additional complaints for the part number. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Without the opportunity to examine the complaint product, root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed by x-rays that were provided and reviewed by a health care professional. The x-ray review confirmed that the locking bar has disassociated from the tibial tray and is extending into the medial soft tissues. The locking bar was returned for investigation and visual inspection identified abrasions and wear. Dimensions measured were within specifications. Analysis of the mating features of the locking bar identified contact marks on the superior surface, inferior surface, and anterior edge. The marks on the inferior surface were determined to be the result of contact after the locking bar disassociated in vivo. Review of the marks on the anterior and superior surfaces under high magnification determined that the marks did not extend past the corner relief feature. DHR was reviewed for deviations and/or anomalies with no relevant deviations/anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.